Event description:
Pt was in a stryker bed with the bed alarm set by nursing staff. Pt got out of bed and struck head. Bed alarm did not sound. Investigation found bad load cells. No indication to nursing staff of any issue with bed or alarm.